Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor distorted due to excessive rotations to extend the helix. Helix bent/distorted. Also deformation/fracture of the proximal section of the inner coil was noted.

Event description:
It was reported that at implant it was not possible to rotate the helix and the analyzer measured high impedance. The lead was not used and no patient complications resulted from this event.